Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 90 mg/dl with ketones at 4.7 while wearing the pod for longer than 48 hours. Once at the hospital the patient was treated with intravenous fluids and there were changes made to the basal settings on their personal diabetes manager (pdm). The patient was discharged from the hospital the following night.